Manufacturer narrative:
Concomitant medical products: dtbb1d1 crtd, implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a pocket erosion. The cardiac resynchronization therapy defibrillator (crt-d) system was removed. No further patient complications have been reported as a result of this event.